Event description:
A lot of cuff leakage.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The leak occurred after intubation, which means the ett would need to be replaced. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The incident would require intervention; a deflated cuff could cause loss of delivered volume. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this is a common practice in an intubation procedure.